Event description:
It was reported that the pump had alarmed, the patient had powered the pump off and the pump was not able to be turned back on. Per reporter, the batteries were replaced but the issue was not resolved. The event occurred while in use with a patient at the patient's home. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.